Event description:
Pt called and reported the bag of IV lipids the facility sent was leaking. Pt was told not to use bag, and save for co to assess. After bag returned, it appeared to be leaking from one of the ports; the one where a spike would normally enter. Sterility of bag has been compromised.